Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us : disassembled during peek removal. The patient was undergoing a c6-7 disc arthroplasty using mobi-c implant according to the surgical technique. After insertion of the implant, the surgeon used the extraction forcep mb9075r to attempt to remove the peek cartridge per technique. He squeezed the forceps in the side notches, lifted to pull out the cartridge and it was not released. He tried squeezing the cartridge further and lifted but no release and the cartridge remained on the implant and was pulled out. It was difficult to remove the forceps from the removed implant. The surgeon proceeded to implant a replacement mobi c of the same sizing without incident. The surgeon has asked that the patient not be billed for the first implant. No delay greater than 30 minutes was reported. Additional information was requested. Investigation still in progress.

Event description:
It was reported that during the peek cartridge removal, the implant would not disconnect from the cartridge. The implant was removed from the disc space and the procedure was completed with another mobi-c implant of the same size. There were no patient impacts.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.